Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint for the cannula detaching from the hub was confirmed. Returned by the customer was one 18 ga introducer needle with the cannula detached from the hub. The cannula and hub were examined microscopically with no defects observed. The adhesive amounts and location of the adhesive on the cannula and hub were typical. The od of the cannula measured 0.050" using calipers, this met specification of 0.050" - 0.051" per graphic. The cannula could be re-inserted and removed from the hub without resistance. The manufacturing site was consulted and the sample was provided to examine. The evaluation by the manufacturing site determined there was sufficient glue in the proper locations and the adhesive was adequately uv cured based on the hardest of the adhesive glue. Per the process validation for the needle part the pull strength (tensile force) is more than 130n. The device history records review was performed on sales history records since the customer did not provide the lot number. There were no relevant findings associated with the manufacturing process. The physician reported other remarks: that during needle use required high pressure at the time of placement. Based on the appearance and evaluation of the needle, the probable cause is operational context which caused or contributed to this issue. No further action will be taken.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that in intensive care, the patient's left vena subclavian was punctured and the guide wire was advanced. However, during removal of the cannula, the plastic cone/hub detached from the needle. The physician was able to remove the needle, and complete the procedure without any additional issues. There was no reported delay, death, or complications to the patient as a result of t his occurrence.